Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Few samples were received for the evaluation. Upon a visual evaluation of the samples, the reported issue was not confirmed. Therefore, the root cause could not be addressed, and action plan will not be required. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the flush bags were leaking slowly at the bottom where the tubing enters the bag. The issues were found prior to patient use.